Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the opening is off center in an unknown number of wafers. The complainant could not provide the number of affected market units and lots. It was stated that this issue has been ¿ongoing for eight (8) months.¿ no harm was reported and no photo was provided.